Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an "air leak" in the intensive care unit (ICU) and was not working properly. The pump was sent to biomedical services where the tubing guide was cleaned and the operation was tested. There was no known patient injury or medical intervention associated with this event. No additional information is available.